Event description:
The patient was hospitalized for hypoglycemia and loss of consciousness. The patient's certified diabetes educator reported that the patient administered excess insulin to compensate for the amount of carbohydrates he ate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's certified diabetes educator reported that the patient administered excess insulin to compensate for the amount of carbohydrates he ate. The patient has continued to use the pump with no reported subsequent events.